Event description:
It was reported that this electrode has an impedance less than 30 ohms in all three vectors. The patient had open heart surgery in november and the impedance has been decreasing since then. The patient will come in for a follow-up. There were no adverse patient effects. The electrode remains implanted.